Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic patient record from the event and confirmed the reported issue; however, the cause of which could not be determined.  The quik-combo therapy electrodes used during the event were not provided to physio for further analysis. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect that the patient was connected via a therapy cable and quik-combo therapy electrodes (expiration date unknown) while in paddles lead ECG during an event. Medical personnel advised that they could initially see the rhythm, which was asystole; however, it very quickly disappeared and was replaced by dashed lines (- - -). As a result, defibrillation therapy was not possible. A backup device from the local fire department (a lifepak 1000) was immediately available and used to continue patient care. The outcome of the patient was not reported. After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional details about the reported event.